Event description:
Complainant alleged that the medics were attending a pt (age unknown) who was in cardiac arrest. Upon the medics arrival at the scene, the pt had been defibrillated twice with the first responder's device. The medics then connected their device and stat pads multi-function electrodes (lot number unknown) to the pt. The medics determined that the pt was presenting a ventricular fibrillation heart rhythm. The medics then attempted to shock the pt. The device charged, but then displayed a "poor pad contact" message and the device did not shock the pt. The medic pressed down on the pads, and the device discharged. The medics attempted another shock to the pt. They charged the device, but the "poor pad contact" message continued to be displayed and the device did not discharge. The medics then obtained another device to treat the pt. The complainant indicated that chest compressions had been performed on the pt throughout the call. The pt subsequently expired, but the complainant indicated that the pt outcome was not a result of the reported malfunction.